Event description:
Procedure type: lower anterior resection. According to the reporter: when the port was inserted, the outer cylinder and sealing part were disengaged. Another device was used. No bleeding was reported. Nothing fell into the patient cavity. No tissue damage was reported. The procedure was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).